Event description:
It was reported there was a patient alert and the device was replaced due to elective replacement indicator (eri), but the r-waves measured less than 1.0 millivolts through the device compared to 8.0-10.0 millivolts when measured on paper and through the analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.